Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, when the device was powered on, the unit was alarming and the display was blank. The ventilator's system board was replaced to address the issue.